Manufacturer narrative:
Lumenis investigated the reported events contacting the user facility to obtain patient treatment settings and patient photographs; patient treatment settings were provided. No report of subject device malfunction was reported therefore no examination of the subject device laser was performed. A lumenis healthcare professional evaluated the reported event details concluding the reported treatment settings were aggressive based on common medical practice and device labeling. Furthermore; the professional concluded resolution of the patient's sequela would be long term.

Event description:
It was reported by a user facility that three (3) patients of skin type iii and IV sustained burns and subsequent hyperpigmentation to the face following hair skin rejuvenation with a lumenis m22 laser. No test patch was reportedly performed prior to treatment.